Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported their scs system program was no longer working. It was identified that the system had disconnected electrodes. The patient's system was reprogrammed with two closed-loop programs. The programs did not provide the stability desired, so the patient underwent a revision procedure. All impedances were in range and the patient's therapy was restored following the procedure.